Event description:
It was reported by the aci sales professional that a (B)(6) male patient underwent an interventional coronary catheterization procedure on (B)(6) 2011. It was unknown if a pre-procedure femoral angiogram was taken to assess suitability of closure. Access was obtained via a 6f terumo sheath. Peri-procedure angiomax was administered. There were no reported complications during the procedure. The physician chose to use mynx for femoral access closure following the procedure. A radiology technologist (rt) trained to the mynx, prepped and attempted deploy the device per the instruction for use (IFU). Contrast was not used in the balloon. It was reported that when the rt pulled the device back to the arteriotomy the advancer tube and the sealant came back and were reportedly just outside of the access site. At this point, the rt decided to abort the closure and attempted to deflate the balloon, however when he pulled negative using the syringe, blood appeared in the syringe. The rt took the syringe apart, put it back together and attempted to pull negative but again, blood appeared in the syringe and the balloon would not deflate. The physician stepped in and used a lidocaine needle to puncture the balloon. The balloon was then able to be removed from the patient. Manual compression was used to obtain hemostasis. The patient tolerated the procedure well. The patient was hospitalized overnight per standard hospital protocol for interventions. There was no further reported clinical sequela. No further information was provided.

Manufacturer narrative:
Based on the information provided and the condition of the device, the reported failure could not be confirmed and the cause could not be determined. Visual inspection revealed that the balloon proximal bond was detached and the balloon was inverted and bunched up against the distal tip of the advancer tube. Damage was observed in the distal end of both the introducer sheath and the advancer tube. The review of the lhr (lot f1030511) indicated that the mynx device met all established performance criteria prior to shipment.